Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had multiple cubies were not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 3.2 was not detected on the bus and had failed. A field service engineer (fse) found no failures upon arrival but noted that half height drawer 3.2 was intermittently failing. The fse replaced the row board cable and observed significant debris under the trays, which were cleaned during the repair. This resolved the issue, and the drawer was tested successfully in the application to confirm proper functionality. Fse performed preventative maintenance. The system functioned as intended after the field service engineer repaired the device.